Event description:
It was reported that during an angioplasty procedure in the calcified renal artery stenosis, it was found that the pta balloon allegedly leaked due to the balloon ruptured at 8 atm and could not be implanted normally. It was further reported that there was allegedly a difficulty in retracting the balloon through the introducer sheath. Furthermore, the balloon and the introducer sheath were removed together as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the calcified renal artery stenosis, it was found that the pta balloon allegedly leaked due to the balloon ruptured at 8 atm and could not be implanted normally. It was further reported that there was allegedly a difficulty in retracting the balloon through the introducer sheath. Furthermore, the balloon and the introducer sheath were removed together as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows the dorado device connected to an inflation device. Inflation of the balloon is attempted but fluid is seen leaking out of the proximal end of the guidewire hub. A drop in the pressure reading of the inflation device is also seen. No other anomalies noted. Therefore, the investigation is inconclusive for the reported balloon rupture and sheath removal difficulty as no objective evidence was provided. However, the investigation is confirmed for the identified leak as a leak was seen at the proximal end of the guidewire hub. A definitive root cause for the reported balloon rupture, sheath removal difficulty and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.